Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date.the device was received in good physical condition. Functional testing was unable to confirm/duplicate the complaint, no device problem was found. The device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device did not pass the" back pressure leak test" and shows a lower value than the approved value at "vg" checks for children at both 100 and 50 percent oxygen. There was no patient involvement.